Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had an absence of no delivery alarm. The customer¿s blood glucose level was 325 mg/dl he took 20u and blood glucose went up to 350. The customer states they are not able to perform set change and repeat high pressure test independently. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Unit received with operating currents within spec. Unit passed self test, unexpected alarm error test, displacement test and basic occlusion test. Unable to prime unit during prime/a33 test due to faulty force sensor resistor . Unable to perform occlusion test, dat test and excessive no delivery test due to prime anomaly. Unit received with cracked case at display window corners, display window and battery tube threads. Unit received with minor scratched display window and case.